Event description:
The event involved a tego connector which was reported to have air bubbles noted in the blood line during dialysis treatment on a patient. The customer reported that air bubbles were detected on fresenius 6008® device, resulting in alarm and blood pump to stop. The alarm occurred approximately after 3 hours of treatment suggesting an accumulation of microbubbles in the highest part of the arterial bloodline, before the larger air bubble which is created is detected as it is carried upwards by blood flow. The customer reported that the air seemed to appear gradually into the system, as opposed to sudden air-emboli due to a disconnection. The customer reported that there were was no cuts, holes or defects on the connector. There was patient involvement. However; there was no harm reported as a consequence of this event. This report captures 3 of 3 events.

Manufacturer narrative:
The device is expected to be returned for evaluation. However; it is yet to be received.

Manufacturer narrative:
The device was received for evaluation and leak tested per procedure. The complaint of air in line could not be confirmed or replicated on the returned unit. No damages or anomalies noted. No air bubbles observed. No damages or anomalies noted on the returned mating device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - device returned to manufacturer 5/26/22.